Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the cause of the reported issue was blown power line fuses. The fuses were replaced and the issue was resolved. Part return has been requested. No parts have been received by the manufacturer for evaluation. No further issues have been reported.

Event description:
A medtronic representative reported that the mobile view station (mvs) on the imaging system would not power on. The line power light was not illuminated when the system was plugged into a working outlet. This was discovered outside of any patient involvement. No additional details were provided.